Event description:
During preventative maintenance, service reports; customer stated the used syringe alarm is enabled, but will not inhibit use of used syringe.

Manufacturer narrative:
Field service engineer (fse) reported that while onsite to perform a preventative maintenance(pm), the customer reported several error occurring on this unit including the "used syringe" alarm was not working. Fse also had a powerhead communications alarm while doing test injections. Fse troubleshot these different errors and found fluid inside the powerhead . Fse cleaned the fluid from the powerhead pcb and linear potentiometer assembly, and from inside the keypad assembly. After cleaning up fluid, fse reseated the cpu pcb onto the mother pcb and calibrated the position and pressure limits. Unit functioned normally with no errors. The fse was able to verify the used syringe alarm is now functioning correctly. Fse checked for proper operation per ct9000 adv service checklist and returned the unit to full service.